Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 10-mar-2020 and inspection of the unit was performed on 12-mar-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, primary operation channel resistance, distal tip annual maintenance, failed dry leak test, prism cracked, failed wet leak test, elevator body sticking, bending rubber cut, suction tube twisted/kink, insertion tube mild crush at stage 2, hole in # 2 remote control button cover, light carrying bundle distal cover glass middle scratched, umbilical cable cut. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, objective prism assy, operation channel, bending rubber, distal case/cap, suction channel lg, light guide cable, o-ring (0.5x1.3). The video duodenoscope is pending repair and final qc approval as of 17-mar-2020.